Event description:
It was reported that the customer received a cartridge alarm while the pump was in use, and the alarm was verified in the pump¿s history. There was no reported impact on the customer's blood glucose level. The customer followed all on-screen instructions but the alarm persisted, leading to the replacement of the pump by technical support. The customer declined to share information on backup insulin therapy.